Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak, laser offset error messages and that the coulter lh 750 hematology analyzer would not generate retic results. The operator discontinued using the lh 750 instrument and began using the backup instrument until the lh 750 could be serviced. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No injuries occurred, no exposure was reported and no erroneous results were generated.

Manufacturer narrative:
During investigation, it was discovered that the instrument was serviced for a leak on (B)(6) 2011. The customer had found and repaired a leak in the lyse line, replaced the low vacuum regulator, verified the low vacuum setting and verified the instrument operations. A field service engineer (fse) went on-site (B)(4) 2011 for this event and found that the shear valves were not actuating. Fse cleaned residual fluid from a previous leak. No fluid leak was discovered, valve vl12a had an air leak. Fse replaced the split tubing at vl12a and also replaced tubing at vl58 and vl99 (as a precaution) and verified the instrument's operation. The root cause of the leak was attributed to the leak in the lyse line tubing on (B)(6) 2011 (no liquid leak occurred on (B)(4) 2011). (B)(4).